Event description:
Employee went to use a heel warmer and when he squeezed to activate it opened and "exploded" contents on his face, eyes, neck, scalp and mouth. Employee obtained the heel warmer from the cart of a phlebotomist.